Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did all devices had issue during actual use on patient? Yes. How was case completed? No information. No further information will be provided.

Event description:
It was reported that a patient underwent a dental graft procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture easily. There were no adverse consequences to the patient. Additional information had been requested.